Event description:
It was reported that a bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill . The following was reported, "material no. 363080 batch no. 9002613. It was reported that the tubes are overfilling. 1st incident: 04-march complaint ID (B)(4), 2nd incident: 05-march complaint ID (B)(4), 3rd incident: 06-march complaint ID (B)(4), 4th incident: 07-march complaint ID (B)(4)) and 5th incident: 08-march complaint ID (B)(4). Patient identifiers are not available. Same product information for each incident all patients were not re-stuck, an additional tube was filled request for 1 case of replacement product of a different lot"

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill. The following was reported, "material no. 363080 batch no. 9002613. It was reported that the tubes are overfilling. 1st incident: 04-march (complaint ID (B)(4)); 2nd incident: 05-march (complaint ID (B)(4)); 3rd incident: 06-march (complaint ID (B)(4)); 4th incident: 07-march (complaint ID (B)(4)); 5th incident: 08-march (complaint ID (B)(4)). Patient identifiers are not available. Same product information for each incident. All patients were not re-stuck, an additional tube was filled. Request for 1 case of replacement product of a different lot".